Manufacturer narrative:
The device was discarded after use by the customer. Therefore, no failure investigation for the root cause was performed for the device involved. Investigation of the lot history record for the reported lot number did not note any issues during the mfg of this lot of plasmablade tna devices. No failure investigation was performed because the complaint device was not returned. Medtronic advanced energy will continue to monitor for this type of occurrences.

Event description:
Tha adenoid tip separated above the gray connector. No pt injury reported.